Event description:
It was reported that catheter insertion was completed on (B)(6) 2022. When flushing the catheter, a balloon-like change was noted with the transparent part of the extension tubing, making it susceptible to burst. It was therefore replaced with (B)(4).

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv2160 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a burst catheter is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed the catheter was inserted into a patient¿s arm and was dressed with a clear dressing and a statlock device. A large split was observed in the distal end of the extension leg of the catheter in the returned video. The split was observed to be curved and appeared to be relatively smooth; however, no further details of the fracture surfaces could be seen in the returned video. The features of the split observed in the extension leg tubing of the catheter in the returned video suggest the tubing burst due to excessive pressure; however, the cause of the over-pressurization is unknown. Possible causes include full or partial occlusion of the catheter due to kink or residue buildup and/or use of a syringe smaller than 10 ml.

Event description:
It was reported that catheter insertion was completed on (B)(6) 2022. When flushing the catheter, a balloon-like change was noted with the transparent part of the extension tubing, making it susceptible to burst. It was therefore replaced with (B)(6).